Event description:
It was reported that the customer was unable to remove the cartridge from the pump and had been refilling the same cartridge for two weeks. There was no adverse impact to the customer's blood glucose level. A replacement was provided, and the customer was instructed to return the problematic pump with a pre-paid label within 10 days. The customer understood the instructions and agreed to continue using the current pump.